Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. During servicing of the autopulse nxt platform (sn (B)(6), preliminary functional testing failed because the nxt platform displayed a flashing yellow triangle indicator upon powering on the device. The defective fan was the root cause of the noted issue, and it was replaced to remedy the problem. Following service, the autopulse nxt platform passed all testing criteria.

Event description:
During the investigation and servicing of the autopulse nxt platform (sn 01465), functional testing failed due to the nxt platform displaying a flashing yellow triangle indicator. No patient involvement.

Manufacturer narrative:
Missing historical review statement in h11: historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with serial number (B)(6).